Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos were provided to our quality team for investigation. Upon visual inspection, a white particle was observed inside the syringe barrel. It is possible the substance observed is a polypropylene fiber, without the physical sample we cannot definitively identify the composition of the particle. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any polypropylene particles or other material from inside the barrel. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, product was verified to be manufactured according to procedure. As the lot involved in this incident is unknown, a device history review cannot be performed. While we cannot identify a definitive cause of this incident, the particle may be a polypropylene fiber that could have generated during the assembly process due to movement of the device within the machines . Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had white foreign matter on the plunger stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "this syringe has something whitish on the black rubber of the plunger."